Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie pocket could not be recovered, and the cubies would not release. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket failed to release. A field service engineer (fse) identified that the cubies were shown as empty even though the medication were loaded. Fse then rebooted the system and recovered the failed drawers. Fse confirmed that all medicines in the drawer were able to inventory. The system functioned as intended after the field service engineer had troubleshot the device.